Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was not reported. The patient was hospitalized and was treated with vancomycin and teicoplanin (dose, route, frequency and duration were not reported) for peritonitis. It was reported that upon starting vancomycin, the patient experienced a "ho pain" in the abdomen and collapsed. At the time of this report, the patient was discharged from the hospital and has recovered from the events. The patient was reported to be on teicoplanin for two more weeks. Action taken with pd therapy was not reported. No additional information is available.